Event description:
On october 12, 2006, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was continuously displaying the "applying sample" and not allowing her to obtain a blood glucose result. The medical affairs specialist (mas) spoke to the patient on october 18, 2006, to obtain/verify information. The mas also listened to the call between the patient and customer care advocate (cca). On an unspecified date in august 2006, the patient alleges she began having the issue when using the meter. Prior to the meter issue, the patient recalled getting readings in the "200 mg/dl" range. Although the patient could not get any blood glucose readings from the meter, the patient continued to take her "lantus" insulin as prescribed . She was taken 40 units of "lantus" every morning. The patient did not take any sliding-scale regular insulin dosages due to the meter issue. Sometime later during the same month, the patient developed symptoms of feeling light-headed, off-balanced, and shimmers in her eyes. The patient also felt like almost passing out. Due to having the symptoms, the patient went to a hospital where she was admitted for 3 days. The hospital obtained a couple of readings over 500 mg/dl form the patient using an unidentified device. The patient was treated with IV fluids for dehydration and unspecified antibiotics. The customer care advocate (cca) attempted to walk the patient through 2 control solution tests. During each test, the meter just displayed the "apply sample" symbol. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test her blood glucose due to the alleged meter issue. The patient developed symptoms of hyperglycemia, was hospitalized, received blood glucose results over 500 mg/dl, and received treatment for dehydration.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.